Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down. Complainant alleged that the medic replaced the battery and the problem was no longer duplicated. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.